Event description:
It was reported that a pump declared alarm 20 during the loading process. The impact to the customer¿s blood glucose level was not clarified as they declined to answer if it exceeded 500 mg/dl. The customer was assisted by technical support in loading a new cartridge using the proper technique, which allowed them to successfully resume insulin therapy.